Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age and initials unk), with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was significant for previous use of synvisc (three courses). It was reported that the age at the time of first synvisc injection was (B)(6). On an unspecified date, the pt received treatment with first intra-articular synvisc (hylan g-f 20) injection of fourth course into right knee, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2002, she received third synvisc injection of fourth course. On (B)(6) 2002, the pt experienced synovitis. On an unspecified date in (B)(6) 2002, the pt received treatment with intramuscular betamethasone at a dose of 1.3 cc. On (B)(6) 2002, she recovered from the event of synovitis of right knee. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was mild. The reporting physician assessed the relationship between synvisc nd the event of synovitis of right knee as definite. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 12-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.